Event description:
A hospital in (B)(6) reported that there was water leakage between the water feed tube and chamber dome of an mr290 vented autofeed humidification chamber during set up.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection revealed that there was a cut in between the feedset tube and where it is inserted into the chamber, confirming the reported fault. The tube is not cut all the way through and the edges of the cut is smooth, which is consistent with that of a sharp blade slice. A lot check revealed no other complaints of this nature for this lot number. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification at the time of production. This suggests that the complaint chamber was damaged post-production, possibly during unpacking or handling of the device. The mr290 user instructions provide the following warnings: "do not use the chamber if the seals are not intact when received, or it has been dropped." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).